Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, stating during pre-loaded iol priming - lens was in patient eye and got stuck in cartridge.(lens would not advance through cartridge). Additional information was requested and received stated event occurred during loading time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).